Event description:
Additional information was received that the remote home monitoring system issued another alert for high out of range shock impedance measurements for the rv lead and crt-d. The clinic contacted boston scientific technical services (ts) and discussed that the patient was new to them and they had not yet seen them in the clinic. Ts advised bringing the patient in for evaluation. The patient was brought in and testing found high out of range shock impedance measurements in all vectors except ra coil to can. Ts explained that this vector cannot be used for shocking and discussed we cannot guarantee therapy. At this time the rv lead and crt-d remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that fluoroscopy images were taken, but the results were not communicated to the field representative. The physician referred the patient to an electrophysiologist. The possibility of turning off tachycardia mode and down grading the patient to a bi-ventricular pacemaker was discussed. At this the crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The patient was brought into the clinic where testing found that the impedance was high and out of range when programmed rv coil to can and rv coil to ra coil. The shock impedance when programmed in triad configuration was high at 116 ohms but not out of range. It was noted that threshold and sensing measurements were all unchanged and had good values. The patient was brought back into the office two weeks later where the shock impedance measurement was greater than 200 ohms in all vectors. Boston scientific technical services (ts) was consulted and discussed options including further testing. The patient was brought back in for commanded shock testing which yielded a within range shock impedance measurement of 40 ohms for both shocks. Ts was consulted again and discussed further options including monitoring the patient. Since everything was normal after the commanded shock, the physician opted to continue to monitor the patient and no further testing was performed. At this time the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements of greater than 200 ohms. A revision procedure was performed where the rv lead was surgically abandoned and replaced. During the procedure the physician noted that the distal setscrew on the header of the crt-d may have also been loose. The crt-d remained in service with the new rv lead from another manufacturer. No additional adverse patient effects were reported.